Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the suture threads contained in the anchor broke after screwing and removing the green handle from the swivelock. The threads frayed at the junction between the eyelet and the metal guide during impaction and screwing. The device remains in the patient. The surgery was finished successfully with a new device from another manufacturer. According to customer it was necessary to switch the surgical technique, because the anchor could not be used to repair the cap due to the absence of suture. It was not necessary to do a second surgery. Update 25-jan-2022: the anchor stays in patient without the broken sutures, they were removed from patient. The surgeon had to use another anchor from another manufacturer, just next to the first one to finish the procedure. Surgeon had to change the surgical technique a little bit because the arthrex anchor took one place on shoulder.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the suture threads contained in the anchor broke after screwing and removing the green handle from the swivelock. The threads frayed at the junction between the eyelet and the metal guide during impaction and screwing. The device remains in the patient. The surgery was finished successfully with a new device from another manufacturer. According to customer it was necessary to switch the surgical technique, because the anchor could not be used to repair the cap due to the absence of suture. It was not necessary to do a second surgery. Update 25-jan-2022: the anchor stays in patient without the broken sutures, they were removed from patient. The surgeon had to use another anchor from another manufacturer, just next to the first one to finish the procedure. Surgeon had to change the surgical technique a little bit because the arthrex anchor took one place on shoulder.